Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported that since last week, the implanted neurostimulator was not depleting at the normal rate. Patient said that they would charge the implant for an hour and the implant battery would still be at 100% and was at 100% since last week. Patient also mentioned that they had a cat scan 2 days ago and their back was killing them since then. Agent walked patient through resetting the controller. After resetting, patient unlocked the controller and reported the controller battery was at 90% and implant was at 90%. Patient confirmed group a was highlighted in green and program 1 was at 3.0, not resetting back to 0.0. Patient then pressed white button to turn stimulation on in all 4 programs. Patient confirmed that all 4 programs in group a were turned on and that pain symptoms should reside now that all programs are on. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue if issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.